Manufacturer narrative:
It was reported the patient's device was explanted on (B)(6) 2021. This report is submitted on 25 february 2021.

Manufacturer narrative:
This report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on 19 jan 2021.

Event description:
Per the clinic, the patient reported pain with stimulation and a decreased speech understanding. Reprogramming attempts were made; however, the issue could not be resolved.